Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to flow transducer test failure during pre-use check (puc). The reported issue has been confirmed during evaluation of the provided problem description and device's logs. The issue was reported based on available information as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling, provided information indicated that the issue has been resolved by installing new software version. The device was delivered to the user in working condition. The root cause for the reported problem could not be determined.

Event description:
(B)(4).